Manufacturer narrative:
D2b. Common device name; corrected information; initial report inadvertently used incorrect name.

Event description:
Additional device information was received. Update was received that the depleted battery was the cause for the increase in seizures. The explanted generator was discarded.

Event description:
It was reported from the patient that their vns battery depleted and began to experience an increase in seizures. Due to the increase, the patient was placed in intensive care. Update was later received that the patient had the generator replaced. The suspect device has not been received to date. No other relevant information has been received to date.